Event description:
It was reported that after opening the package and peeling back the blue cap, I found that the tip of the guidewire was slightly soft in position. After successful puncture the delivery guidewire could not be delivered. Exiting the guidewire, the tip has diverged. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.